Event description:
Home patient (hp) reported treatment was initiated on the baxter sps 1550 device. Hp reported towards the end of treatment, they felt lightheaded and blood pressure dropped to 102/55. Hp stated they passed out and were shaking. Family member of hp administered 700cc normal saline. Hp reported they had programmed device to remove 2.7 kg, but 8.4 lbs (3.8 kg) were removed. Hp pre-treatment weight was 201 lbs and post treatment weight following the administration of the 700cc normal saline was 194 lbs. Hp contacted their clinic and they advised them to go to the local emergency room and have an EKG performed. Hp called 911 and was transported to the emergency room and EKG was performed which was reported to be normal. Hp stated they ate lunch and drank between 1-2 oz of liquids at the beginning of treatment. As of 2003, hp reported they were feeling better and has had no further problems since the most recent service was performed on device by baxter.